Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03447 / 03448).

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2012 and a left revision procedure (B)(6) 2012 due to alleged lack of mobility, pain and inflammation. The modular head was removed and replaced in both revisions. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2012 and a left revision procedure (B)(6) 2012 due to alleged lack of mobility, pain and inflammation. The modular head was removed and replaced in both revisions. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted that the left hip revision was performed on (B)(6) 2012 due to pain and elevated metal ion levels and further noted the presence of synovial cyst anteriorly, synovitis, a defect anteriorly in the gluteus tendon and fluid. The modular head was removed and replaced. The operative report further noted that the right hip revision was performed on (B)(6) 2012 due to pain and elevated metal ion levels and further noted the presence of bursitis, fluid, inflamed synovium, and inflammatory synovial/pseudocapsule tissue. The modular head was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.